Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) herniated; therefore, a surgical procedure was performed to remove and replace the component. There were no patient complications.